Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false negative result. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter: "the customer tested on a different type of test and it said she was positive but, when she tested on the bd veritor test it said she was negative."

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false negative result. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "the customer tested on a different type of test and it said she was positive but, when she tested on the bd veritor test it said she was negative."

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges the ¿customer tested positive on a different type of test but got a negative result¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿and saw two lines on the test; wanted to know how to read that.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.